Event description:
The customer reported that the instrument would no longer open after several seal cycles. Tissue around the jaws was excised in order to remove the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.